Event description:
The customer stated that she tested her blood glucose and received readings of 17 and 31 mg/dl. While troubleshooting, she performed control tests and received a result of "lo." The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.